Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Needle was broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The suturing handle kept dropping the suture. Then it would not let both ears up to reload the suture. The device was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, a new suturing handle was opened. There was no patient harm. The patient outcome is alive,no injury.